Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. Review of the activity log did not show any evidence of the reported malfunction; but did show evidence that por coupling to the patient was present. The device was put through extensive testing without duplicating the reported malfunction. The device was recertified and returned to the customer. It's important to note the electrode pads used during the event were discarded and not part of the investigation. No trend is associated with reports of this type.